Event description:
As reported, in the middle of a procedure involving peripheral intervention of the lower extremities, a tuohy-borst large bore clear plastic sidearm adapter leaked. The device was used with another manufacturer¿s catheter. Per the reporter, the valves would not close easily and had to be ¿really tightened¿ to avoid leaks. The ¿second¿ valve would not close and therefore, the user had to force it shut. The side-arm was also reportedly leaking and sucking in tiny air bubbles from an unknown location. The procedure was completed successfully with the complaint device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence, and the event did not cause a ¿huge¿ delay in the procedure.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B3: date of event = ¿2 weeks ago¿ (from 29apr2024). E3: occupation = lead tech. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: d4, h6 (annex a) summary of event: as reported, in the middle of a procedure involving peripheral intervention of the lower extremities, a tuohy-borst large bore clear plastic sidearm adapter leaked. The device was used with another manufacturer¿s catheter. Per the reporter, the valves would not close easily and had to be ¿really tightened¿ to avoid leaks. The ¿second¿ valve would not close and therefore, the user had to force it shut. The side-arm was also reportedly leaking and sucking in tiny air bubbles from an unknown location. The procedure was completed successfully with the complaint device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence, and the event did not cause a ¿huge¿ delay in the procedure. Investigation evaluation: reviews of the manufacturing instructions, documentation, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. Cook could not complete a review of the device history record or complaint history due to a lack of lot information from the customer. A search of sales to this customer could not definitively determine the lot number. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr (device master record) and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the cause of this incident could not be established. The complaint device was not returned, and the lot number was not provided. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.